Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. Reportedly, the patient had previously fallen off of their horse multiple times. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction, h6: investigation findings and investigation conclusions codes updated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable due to user error. Surgical intervention is anticipated.